Event description:
Additional information was receive from the patient. It was reported that the patient did not know what they were doing when they felt the stim turn on/off and the stim change was related to positional movement. The patient stated that when he turned left and reached down, he could feel the shock on his left side; the right lead provided no stim. It was noted that the patient was able to change stimulation, tried to increase and decrease the stim, but the shocking issue did not resolve. Switching to other groups also did not resolve the issue but the patient was able to maintain charge since the chocking issue started.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that patient had not had the device checked and had just left the device turned off. The patient was in so much pain all the time and took huge amounts of narcotics. When the patient would turn the stimulation off at night, he would continue to feel electric shocks for hours.

Event description:
Additional information received reported that patient had not had the device checked and had just left the device turned off. The patient was in so much pain all the time and took huge amounts of narcotics. When the patient would turn the stimulation off at night, he would continue to feel electric shocks for hours.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported intermittent shocking. No falls/trauma or medical test/environmental emi exposure had occurred. The patient had shut stimulation off prior to calling and this had resolved the shocking issue. The shocking was debilitating. It was noted that when stimulation was turned off, he could feel it residually for quite some time. These symptoms were noted to be sudden, occurring the weekend prior to this report. It was noted that the patient wanted to get a new healthcare provider (hcp) as they didn't want to see their current hcp anymore. It was further noted that the shocking occurred on group f. Relevant medical history included non-malignant pain. Follow-up was performed to determine what actions were taken to address the event and if it was resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, product type: lead, product ID: 977a260, (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that since "day 1" they would feel shocking even after turning off their device at night. The patient had ran their settings high; so high like electric shock because it would get rid of their pain pretty good. They reported the technicians were surprised the patient could stand it so high. The patient had met with the manufacturer representatives (reps) for adjustments. The patient ended up turning off their stimulator and left it off. It was determined there was an internal short, that 4 of the lead contacts had gone bad. The ins and leads were taken out in 2016. The patient was told the ins was going to be sent back to the manufacturer for analysis. Since having the ins removed, the patient has been having pain. No further complications were reported or anticipated.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional informationwas received from a patient. It was reported that patient had a device that had to be removed due to an internal short. (B)(6) the doctor is putting a new system. The old one did not operate at 10,000hz the new is to operate at 10,000hz. No further patient symptoms or complications were reported in this event.